Event description:
Pt's family member called lfs in 2003 alleging pt's ot ultra meter was reading inaccurately high. The day before family member tested the pt, prior to lunch (approximate time 11:00 am), and obtained a result of 51 mg/dl. At approximately 1:00 pm family member noticed pt was having a seizure. Family member tested pt's blood sugar and called the paramedics at the same time. The result on pt's meter was 63 mg/dl. The paramedics arrived 10 minutes later. They tested on their meter and received a result of 29 mg/dl. Pt was given a glucagon injection and taken to the ER. Although the meter has been passing the control solution tests and a meter to other meter comparison is invalid, the reading of 29 mg/dl correlates with the symptoms, the reading of 63 mg/dl does not.